Event description:
It was reported that the patient presented to the clinic for normal pulse generator change procedure. The patient had a history of noise oversensing on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2023. The patient was in stable condition throughout the procedure.